Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the final angiogram showed a proximal type I endoleak. Touch up was performed however, the endoleak reduced but still persisted. The patient was advanced in age and the proximal side had insufficient length for additional treatment, so the procedure was completed without implanting an aortic cuff. The physician stated that the cause of the event was due to the patient¿s anatomy; vessel tortuosity no clinical sequelae were reported and the patient is monitored.

Manufacturer narrative:
(B)(4).